Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the test vibratory alert button on the implantable cardioverter defibrillator did not illicit a vibration in the device. The patient was in stable condition and would continue to be monitored.